Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the two drill bits broke when the surgeon was attempting to use. We had backups for both, so it didn't pose a problem. All parts were found. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis, however photo was provided for review. After photo examination, the complaint can be confirmed as the drill tip is broken. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.